Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated two times at 6atm and 10atm for few seconds accordingly. However, at second inflation, it was noted that the balloon ruptured in a pinhole form. The device was removed using normal method without any issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
(B)(6).